Event description:
It was reported that the patient was shocked by the device. Surgical delay was reported but no medical intervention was reported. It was further reported that the case was successfully completed.